Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient/lay person spoke with a customer care advocate, cca, in 2007 regarding her one touch ultra meter that allegedly would not power on. During troubleshooting for the cca, the patient successfully turned on the meter with both the power button and after inserting a test strip. Reportedly, the patient received no medical intervention due to the issue although the patient said she became shaky after the issue that began approx two weeks before. The patient did not provide the time or date the symptom began. The cca replaced the product. This senior medical affairs specialist has left two voicemail messages for the patient and will mail a letter. The complaint is classified based upon information the cca documented. Although the product did not malfunction, if operated as expected for the cca, the patient reportedly developed shakiness after the issue. Shakiness is a symptom of hypoglycemia. For this reason, the complaint is classified as an adverse event.